Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance, when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 02/14/2011 by fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported that one month following intraocular lens (iol) implant surgery, the lens was exchanged for a different model due to instability. Additional information has been requested.